Manufacturer narrative:
Correction: h6 (3331): h10/11 previous MDR submission indicated "the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns." However, the product lot number was not provided, therefore, the manufacturing records could not be reviewed. Furthermore, this device is not available for return. Without the return of the device, the root cause of the problem cannot be determined.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo system catrx aspiration catheter include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, neurological deficits including stroke and or death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2020, the patient underwent a thrombectomy procedure in the obtuse marginal of the left circumflex (lcx) using an indigo system catrx aspiration catheter (catrx) and a penumbra engine (engine). No procedural complications or device malfunctions were reported. Three days post-procedure, the patient experienced a stroke. Subsequently, the patient was administered dual antiplatelet therapy and statin to treat the stroke. As of (B)(6) 2021, the stroke was still ongoing; however, the patient was discharged home. The stroke was adjudicated to be a serious adverse event with a possible relationship to both the catrx and to the index procedure.